Event description:
The event is reported as: the unit will not heat.

Manufacturer narrative:
Per DHR (device history record) the product concha neptune, serial #:(B)(4) was manufactured on 06/19/2009. The DHR investigation did not show issues related to the complaint. A document assessment (fmea) was conducted and no changes were required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect the complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.